Event description:
Customer reported that the zipper is broken on the right side panel. No patient injury or death reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. Evaluation revealed that the patient access right window slider body is open and the zipper pull tab is missing. Note: posey instructions for use warning states: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).